Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer stated that there will not be a part returning to carefusion for analysis as the unit was placed back in service. (B)(4).

Event description:
It was reported that during patient use, the ventilator alarmed loss of gas and was not ventilating the patient. The error log showed a compressor run time error and compressor output low error. There was no harm to the patient. The unit was tested by the hospital biomed and he was unable to duplicate the issue. The unit was ran for several hours and was placed back in service.